Event description:
A pt has had 7 recurrent proximal obstructions and shunt revisions. Pt currently has a programmable valve with an added on-off device, but was still symptomatic for overdrainage. Surgeon implanted a lumber valve in 2001, and the programmable valve's on-off device was switched off. Pt remained asymptomatic for 2.5 days and then became symptomatic having headaches. On-off device was opened but pt was still symptomaic. A shuntogram was performed and the lumbar valve is patent. The surgeon will change the lumbar valve to have a lower resistance in the horizonal position.